Event description:
The nurse opened the file external packaging and passed off the unsterile inner packaging to the sterile field.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.